Event description:
Caller reported that patient had a reading of 441 mg/dl with the freestyle, but symptoms were consistent with low blood sugar. Patient was not alert and paramedics were called for assistance. A reading of 35 mg/dl was obtained by paramedics. Intravenous glucose was administered and paramedics meter provided reading of 116. Time between treatment and reading was not provided. Type of meter was elitexl.